Manufacturer narrative:
This report is submitted on july 6, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : the battery is currently unavailable.

Event description:
It was reported that the rechargeable battery is leaking fluid. The patient has been advised to discontinue use of the battery and return it to the manufacturer for evaluation. There was no allegation of serious injury associated with the issue. Replacement equipment was sent to the patient. The rechargeable battery has not been returned as of the date of this report.